Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged respiratory tract irritation, liver disease/toxicity, cancer, death. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported the incident in relation to the voluntary field safety notice / recall notification. The manufacturer was contacted in reference to dreamstation auto CPAP device. There was an allegation of respiratory tract irritation, liver disease/toxicity, cancer and death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section g3 and box h has been updated/corrected.

Manufacturer narrative:
Additional information received on 12/17/2022 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged respiratory tract irritation, liver disease/toxicity, cancer, death. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was total six error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.